Event description:
Reporter indicated a vns patient's generator and lead were explanted, due to infection. The patient was not reimplanted. The patient had previous vns generator replacement surgery in 2009. Attempts to the reporter for additional information have been unsuccessful to date. The explanted generator and lead have been returned, and are currently in product analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Results: review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.